Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012582074 was returned and analyzed. Visual inspection was carried out. The catheter appeared intact with no visible issues. Although the steering function was stuck, the distal catheter tip could still achieve approximately 170° rotation in both directions. The catheter was received with a guidewire threaded through it, and the shape of the capture device appeared normal without any unusual features. The catheter connected smoothly to a test catheter interface cable (cic), with both latches fully engaging into the catheter connector, ensuring a secure connection. Mechanical verification of steering and slide mechanisms were carried out. The slide control function was stiff, even after using disinfectant to soften the guidewire lumen and dilute any potential dried blood. While the steering function was normal, allowing about 170° rotation at the distal catheter tip, the slide control mechanism remained stiff, limiting its full range of motion. The catheter was reprogrammed and connected to the generator via a test cic, successfully delivering therapy. Hipot testing confirmed the integrity of the electrode wires' insulation, and electrical continuity testing showed that the electrode wires were intact, with no detachment or breakage. X-ray imaging revealed entangled wires along the shaft. In conclusion, the catheter failed the return product inspection due to revealed en tangled electrode wires along the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, it was noted that the slider cable was not sliding smoothly with a click noted in the handle while sliding approximately half way down the track. The catheter was replaced to resolve the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.